Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/19/2015 with the following findings: the battery compartment was cracked with moisture observed inside. The pump was opened and there was no moisture found internally. Unrelated to the original complaint, the display was dim. A test display was used and operated properly. The leak test failed due to the crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was moisture observed in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.